Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in late 2008 that a radial jaw 3 single-use biopsy forceps device was used on a female patient during a procedure. According to the complainant, the biopsy went well and no issues were encountered during the procedure. There was no sign of hemorrhage was noted after the biopsy was performed. However, later on that evening the patient "started vomiting lots of blood and she went to the emergency department." The hemorrhage came from the place where the biopsy was taken. Another endoscopy procedure was done to check the biopsy site and no intervention was needed to stop the bleed. The patient's condition was reported to be "ok."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported serious injury is undetermined.